Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. A review of the customer-provided image shows the following instruments: a tip-up fenestrated grasper, a mega needle driver, and a prograsp forceps within the pelvic surgical space. There is no mcs instrument in view, but the mega needle driver instrument is observed to be grasping the mcs tip cover accessory. From the image alone, it could not be confirmed if the tip cover accessory was successfully removed from the patient; however, the customer reported that the tip cover accessory was retrieved from the abdominal cavity during the same surgery.

Event description:
It was reported that during a da vinci-assisted burch colposuspension procedure, after removing the monopolar curved scissors (mcs) instrument from the trocar, the mcs tip cover accessory was noted to be missing and had fallen inside the patient. The tip cover was retrieved from the abdominal cavity during the same surgery. The procedure was successfully completed robotically without further complications. Additional information has been requested; however, no response has been received.